Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Only the mesh and packaging tray were returned. A visual analysis of the returned device revealed foreign matter on the device. The tray had an even, consistent layer of adhesive on both the tyvek lid and tray, indicating that the packaging was sealed prior to leaving the manufacturing facility.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was opened. It is unknown whether the device was being opened for a specific patient or procedure. According to the complainant, the device was received unsterile and the inside packing was open. All other information is reportedly unavailable.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was opened. It is unknown whether the device was being opened for a specific patient or procedure. According to the complainant, the device was received unsterile and the inside packing was open. All other information is reportedly unavailable.